Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source and the following citation was reviewed: bendszus m, hagel c, maurer m, schütz a, vince gh, monoranu mc, solymosi l. Fatal recurrent subarachnoid hemorrhage after complete endovascular aneurysm occlusion. Ajnr am j neuroradiol. 2006 nov-dec;27(10):2058-60. Pmid: 17110666; pmcid: pmc7977210. Date of death: the date of death is not available. Procode is krd/hcg. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Aneurysm rupture is a known potential complication associated with endovascular coil embolization of intracranial aneurysm. This condition can possibly cause death which did occur in this patient. Vessel perforation, hemorrhage and vasospasm are the potential adverse events from the use of these coils per their instructions for use (IFU). Furthermore, the relationship of the study coils to the reported event cannot be excluded based on the available information for review. Hence, this event meets the MDR reporting criteria for all the implanted study coils. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a literature source and the following citation was reviewed: bendszus m, hagel c, maurer m, schütz a, vince gh, monoranu mc, solymosi l. Fatal recurrent subarachnoid hemorrhage after complete endovascular aneurysm occlusion. Ajnr am j neuroradiol. 2006 nov-dec;27(10):2058-60. Pmid: 17110666; pmcid: pmc7977210. Objective and methods: this article presents a case of a patient with sudden onset of headache and nausea, having no neurological deficit. Cranial CT scan shows massive basal subarachnoid hemorrhage, brain swelling and enlarged ventricles. Therapeutic heparinization was administered. External ventricular drainage was given as primary treatment. Angiography showed a solitary aneurysm (3x3x2.5 mm) with a 2.5 mm broad neck at the basilar tip. Coil embolization was done using three microcoils (micrus spherical #1, and ultipaq #2). The procedure was done by placing a guiding catheter in the left vertebral artery, followed by the probing of the aneurysm with a microcatheter. Then, a nondetachable balloon catheter was used to transiently occlude the basilar artery at the aneurysm neck while placing a coil. This is to prevent the coil from prolapsing into the basilar artery due to the wide aneurysm neck. After coil embolization, the angiography showed complete occlusion of the aneurysm. Patient's post-operative course was unremarkable except for some vasospasm which regressed with treatment. External ventricular drainage was eventually removed. Aneurysm was still completely occluded and position of the coils was unchanged. Patient completely recovered from the subarachnoid hemorrhage. However on the 14th postoperative day, patient was found dead four (4) hours after being seen alive and awake. Autopsy revealed subarachnoid hemorrhage with diffuse swelling of brain parenchyma and rerupture of the aneurysm at the ventral portion of the aneurysm sac with coil protrusion in the subarachnoid space. No secondary aneurysm was seen. A peripheral organ disorder cannot be demonstrated as the potential cause for the sudden death of the patient. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: micrusphere 3 mm, ultipaq 2x4 mm and ultipaq 2x2 mm. Other cerenovus devices that were also used in this study: envoy 5f guiding catheter, prowler 14 microcatheter. Non-cerenovus devices that were also used in this study: hyperform 4x7 mm (micro therapeutics). Adverse event(s) and provided interventions: qty 1 - reruptured aneurysm - no intervention was provided since the patient died and this was only discovered via autopsy. Qty 1 - subarachnoid hemorrhage - no intervention was provided since the patient died and this was only discovered via autopsy qty 1 - vasospasm - mild and resolved in a day after treatment with oral nimodipine.